Event description:
Related manufacturer reference number: 2017865-2023-18130. It was reported that during a follow-up check, high capture threshold and decreased in r waves were noted on the right ventricular (rv) lead. The right atrial (ra) lead was exhibiting oversensing of noise. Both the leads were extracted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of capturing problem and device sensing problem was not confirmed by analysis during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions proximal to the suture sleeve tie impression breaching the optim sheath only, consistent with friction to the device can.